Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the described failure of the trauma recon system could not be replicated. Both modules as well as the hand piece are working accurate. Not waiting 1-2 seconds after switching from lock to one of the other positions was the possible cause of the issue. The service history noted: 05.001.201; 4493 batt-handpiece mod f/trs: no service since february 2011; 05.001.227; 3894 lid f/batt-handpiece no. 05.001.201 f/tr: no service since december 2010; 05.001.227; 4066 lid f/batt-handpiece no. 05.001.201 f/tr: no service since february 2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for the same event. It was reported from (B)(6) that during pre-operative testing, it was observed that the handpiece device, power module device and the lid for the handpiece device did not work ¿suddenly¿. It was stated that there was ¿no problem at clinical use¿. According to the report, there were two handpiece devices and two power module devices involved in this event. The reporter stated that the ¿operation was not confirmed in condition of being inserted of the power module at first, but was confirmed a second time¿. It was further clarified that a self-check function of the power module was performed and no abnormality was found. This event was not related to surgery. There were no delays to a scheduled surgical procedure. The report indicated that there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) is reporting an event in (B)(6). This is report 2 of 5 for (B)(4).